Event description:
Following a ptca/stent procedure, an angio-seal device was placed. The patient developed a hematoma (length of time prior to onset is unspecified). Manual compression and a c-clamp were applied, and hemostasis was achieved. The patient's hct decreased from 40 gms to 27 gms. One pint of blood was transfused. The patient was discharged from the hospital on schedule with no further sequelae.